Event description:
Customer reported to beckman coulter, inc (bec) that there was a blood leak in the aspiration mode area of the coulter lh 750 hematology analyzer. Customer reported that quality control (qc) was in range. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vent tubing had disconnected at the aspiration needle. The fse reattached the vent line tubing.

Manufacturer narrative:
(B)(4).